Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 694765 lead, implanted: (B)(6) 2013, 694965 lead , implanted: (B)(6) 2007, 429678 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds, high impedance of the pacing and high voltage coil, and possible fracture. The left ventricular (lv) lead was explanted and replaced due to high thresholds, and high impedance. No patient complications have been reported as a result of this event. The right atrial (ra) lead was removed during the removal of the rv and lv leads returned to manufacturer and subsequently tested out of specification during manufacturer's analysis.